Event description:
The customer contact reported that the device was returned to the biomedical engineering department with an unsigned note that indicated there was a device "failure" and the device was shutting off. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reported adverse patient effects. During testing at the user facility, when the device was unplugged from ac power, the device sounded an audible alarm tone and powered off after a "few seconds." Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation was performed by a hospira field service representative who found a nonfunctioning battery. The battery was replaced.